Event description:
It was reported that the manufacturing representative had met with the patient on the date of this report regarding a system check for the alzheimer¿s trial patient. At 3v impedances were c/8-1380, c/9-483, c/10-517, c1/-517, 8/9-649, 8/10-3752, 8/11-3752, 9/10-551, 9/11-642, 10/11-36. The patient was using c2 and c10. The patient was a part of a non-manufacturer clinical trial. The impedance issue had not resolved. C10 and c11 were the same and were 517 and 10/11 were 36 which indicated a short. The cause of the short was unknown and could be anything. It could be a bad connection with the lead and extension of lead to implantable neurostimulator (ins). The healthcare professional indicated that there were no breaks. The patient was still getting good therapy. It was noted that the patient was going to get a slight drain on the battery and they were going to monitor it.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu _unknown_lead, product type: lead. (B)(4). The device was used for an off label indication. The indication the device was used for was alzheimer¿s.